Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that during the preparation for electrode implant on (B)(6) 2016, the patient experienced anaphylactic shock. There was a collapse in blood pressure, diffuse redness, fall of exhaled carbon dioxide, and insufflation pressure increased from respirator. The patient was hospitalized and there was support in surgical intensive care from (B)(6) 2016. Allergology examination was reported. The patient was not implanted; the event was related to the implant procedure and was resolved at the time of the report. The patient's medical history included obstetrical trauma with peripheral neuropathy since 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.